Event description:
Boston scientific crm received info that one week post implant, the right ventricular (rv) lead exhibited loss of capture. An x-ray was performed which revealed a perforation. The rv lead was explanted and a new lead was successfully implanted. At this time, the lead has not been returned. If additional info should become available to our company, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.